Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773 battery and 9735787 uninterruptible power supply (ups), h3) a manufacture representative went to the site to inspect the system. The battery and uninterruptible power supply (ups) were replaced and the issue resolved. No parts have returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID:9735773, serial/lot :(B)(6). Product ID: 9735787rpend, serial/lot : (B)(6). H3, h6: the battery was returned for product analysis. The battery was connected to a main cart test system overnight in order to allow the battery to receive a full charge. Once disconnected from ac, the system powered down after six and a half minutes. The battery is weakening as it should be able to power the system for eleven and a half minutes. It was determined that the battery can no longer hold a charge. Fdm10, fdr120, fdc4307 are applicable to the battery analysis the uninterruptible power supply (ups) was returned for analysis. The returned ups was bench/standalone tested for a period of twenty four hours and no issues were detected. The unit continued to stay powered on throughout the duration of testing and all outputs measured normal voltage. As well, the power switch functioned as intended. No problems detected. Fdm10, fdr213, fdc67 are applicable to the ups analysis and system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative was on site doing an imaging system calibration, the main cart kept powering off. It was known to be in a good outlet. The camera cart would remain on and go to back-up. There was no patient present. The rep verified that the connections to the uninterruptible power supply (ups) were good.